Manufacturer narrative:
(B)(4). Concomitant medical products: acetabular cup, unknown part/lot, femoral head, unknown part/lot, acetabular liner, unknown part/lot, unknown femoral stem, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It has been reported the patient is being considered for a revision at an unknown date for unknown reasons. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.